Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. An endurant aui 23x14x102 and an endurant limb 16x13x124 were implanted from the left side. An occluder was implanted from the right side. It was reported that after implant of the endurant stent grafts, an angiogram was performed, showing an endoleak to the patient`s right iliac. The endoleak was seen at the level of the stent graft junction. In order to verify the endoleak, the physician inflated a reliant balloon just on the stent graft junction and at the same time, injected the contrast through the introducer sheath from the left side. In physician`s opinion, the angiogram showed a type iii endoleak, fabric which was seen coming from the endurant limb, 16x13x124. The physician decided to put another endurant limb to correct the type iii endoleak, fabric. The endoleak resolved and the procedure was completed. Per the physician's statement the cause is unknown. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
Film evaluation results are: a 3 minute video showing excerpts from the implant was reviewed. No scale was seen on the films therefore measurements could not be performed. From the left side, an endurant aui and endurant iliac limb were implanted into the patient. The aui was implanted proximally just below the left renal artery and extended distally to several cm¿s above the distal aorta. The extension was implanted proximally overlapping the aui ~3cm¿s (marker¿s aligned) and was placed distally into the left common iliac artery. Retrograde injection from the right external iliac artery showed contrast blush outside both sides of the aui, as well contrast coming across the extension and into the bypassed right common iliac artery, all likely from a type IV endoleak. Retrograde injection from the right iliac showed contrast filling the distal aaa sac, and an occluder was then implanted within the right common iliac artery. Retrograde injection from the left external showed the previously seen endoleaks coming from the aui and across the extension. A balloon was then seen inflated across the junction of the aui and extension; proximal to the distal aorta. Suprarenal contrast injection showed no contrast distal to the balloon and no obvious endoleak. Retrograde injection from the left external showed contrast again coming across the extension and into the bypassed right common iliac artery. An additional limb was then seen implanted from the top of the aui extension, overlapping the junction, and extending into the left external iliac. With a catheter positioned within the proximal aui, no contrast was seen within the right common iliac. The endoleak appeared to have resolved. No final angio images were seen with the catheter removed from within the devices. The exact cause and source of the endoleak could not be determined from the films provided. Although a type iii fabric endoleak could be ruled out, it appears more likely that this was a type IV blush endoleak seen initially at the aui tapered section, as well as a type IV blush endoleak seen transmitting across the limb extension and into the bypassed right common iliac artery.